Event description:
Healthcare professional reported IV capsular contracture following seroma. Device explanted and replaced. This related to left side.

Manufacturer narrative:
Postal code: (B)(6). (B)(4) - biopsy and (B)(4) - imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. The reported events capsular contracture baker grade IV and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.